Event description:
Same case as 2134265-2014-06879 and 2134265-2014-06883. It was reported that automatic pullback failure occured. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. It was noted that the motor drive unit had problems with catheter connection, recognition and the automatic pullback failed. Ilab was not rebooted and catheter and sled were not replaced. The procedure was completed with a manual pullback. No patient complications were reported.

Manufacturer narrative:
Age at time of event: +18 years. Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).